Event description:
Patient reported that she is very sensitive to metal. In 2002 she underwent spinal surgery using depuy hardware. She stated that she and her mother discussed her metal sensitivity with the surgeon. He told them he would use ti implants. On the day of her surgery which she was told would take about 2-hours to complete took 7-hours and that the surgeon told her that because of an error ss implants were used. Since her surgery she has had multiple medical problems. She currently has very poor insurance coverage and it appears that her current doctor is not open to her concern that the root cause of her problems (auto immune type) may stem from severe sensitivity to the metal implants.

Manufacturer narrative:
Foreign body / metal sensitivity as well as allergic reaction to metal implants is listed as a possible adverse outcome within the instructions-for-use (IFU) supplied with the device. These warnings and precautions were discussed with the contact. It was recommended that she see an allergist to determine the degree to which the implants may contribute to her medical condition.